Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
One day after the patient was intubated the cuff leaked. The tube was removed and replaced. There was no patient harm.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). One sample was received for evaluation. An inflation/deflation test was performed and it was observed the cuff deflated after seconds. The sample was submerged into a container filled with water and it was observed air was leaking through the wall of the lumen. The failure mode leak lumen was confirmed in the received sample. A corrective and preventative action was opened to address the failure mode.